Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that after reviewing the pump history, an occlusion alarm was found to have occurred. There was no reported impact to the customer's blood glucose level. As the pump supplies had been changed multiple times, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.